Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated after performing the comparison study on axsym digoxin iii and digoxin ii assays, the digoxin iii pt results are higher than the digoxin ii results. For example the customer received the following results for a pt. Digoxin ii 0.8 ng/ml, digoxin iii 1.91 ng/dl. There was no impact to pt management reported.